Manufacturer narrative:
Based on the claim against the product by the customer noting repeated erbe generator errors near the completion of the procedure, an investigation is in progress to determine the cause of this reported event. A field service engineer (fse) has been dispatched to the customer site to further troubleshoot the issue. The fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical inc. Did receive a da vinci product involved with this complaint to perform failure analysis. However, the failure analysis is not complete. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned/replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, there were multiple erbe errors near the completion of the procedure. The customer explained they encountered the issue with multiple monopolar cords, multiple instruments (da vinci and handheld instruments), and after power cycling the erbe generator. The customer verified the erbe generator was connected to its own ac power source with no change. The reporter would like the field service engineer (fse) to follow up and verify the erbe generator. The technical support engineer (tse) explained how to connect the third-party, force triad generator to the da vinci system with the energy activation cable. The reporter was uncertain if the facility has the activation cable. The customer called the tse again. There were no errors on the generator at the time of the call. The tse noted c-34 errors in the system logs. Customer asked if the error would return tomorrow, and the tse informed the customer that it may return tomorrow. The tse recommended the customer to use the force-triad generator connected to the system via the blue energy cord. The customer service representative (csr) was unsure if the site had the blue energy cable. Customer inquired if they should set up the foot pedals next to the surgeon side console (ssc). Tse informed caller that it would be the surgeon's call to use the force-triad foot pedals next to the ssc. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint ¿error c-34¿ issue. Upon visual inspection, the returned unit was found to be in good condition. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair.

Event description:
Refer to h10/h11 for follow-up information.